Event description:
The ventilator malfunctioned and displayed a 'background fault' and went into a secondary back up mode. The ventilator never cut off and the patient was bagged only when switching the vent out. The patient has since been successfully extubated and is doing well.